Manufacturer narrative:
(B)(4). Batch #: u95520. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon noticed the protective strip on the jaws of the device had become loose. The device was immediately removed from the patient and the strip came off from the device. The device was replaced with a new device. The procedure was completed successfully. There were no patient consequences.